Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until their pump was explanted on (B)(6) 2020, captured under manufacturer report number 2916596-2020-05616. The heartmate ii lvas IFU rev. C is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 03feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was admitted for a driveline infection (proteus) from (B)(6) 2020 to (B)(6) 2020. The patient's driveline was debrided, the wound was sealed with vacuum assisted closure, and a skin graft was performed. Cultures from the patient showed no further bacterial growth.